Event description:
The dentist reported a screw fracture inside the implant. The dentist was able to remove the fracture portion of the screw from the implant. Implant remains placed.

Manufacturer narrative:
Visual inspection of the screw revealed it had fractured from the center. The screw threads as well as the shank surface had a large amount of wear damage, and the inner screw hex had some wear damage as well. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.